Event description:
After receiving the implantation on 4/6/83, rptr began having numerous health problems, none of which were associated with the implants until recently when she realized other women with implants were having the same symptoms as she was experiencing. Rptr has been diagnosed with atypical neurological disease and silicone adjuvant disease. Rptr can no longer work and her health is rapidly deteriorating.